Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 20045220. D10: device available for eval yes. D10: returned to manufacturer on: 2020-12-21. H6: investigation summary. Five mz5305 samples from lot 20045220 were received for investigation, one mz5305 sample was received in open packaging and four were received without packaging, none of the samples had residual fluid in the devices. Additionally, one terumo gravity set was received without packaging and with residual fluid in the device. A visual inspection of the sample did not identify any signs of damage or manufacturing issues which could have contributed to the customer's experience. When attaching each of the mz5305 samples to the male luer of the terumo gravity set it was found that the connection could only be tightened and rotated by a small amount and while the connection was secure, it could be disconnected with minimal manipulation, this finding supports the customer¿s experience. This feature was observable in all the received mz5305 samples when connected to the terumo gravity set. Functional testing was performed using a retained gravity bag and no leakage or flow issue was observable with the mz5305 and the connection remained secure. The mz5305 samples were also subjected to pressure testing by attaching them to a retained bd 50ml syringe and on a flush through the connection remained secure, it was also easier to tighten the luer connection to the mz5305 samples with the bd syringe and required more manipulation to loosen it so this could suggest an incompatibility with the terumo set but this did not indicate any manufacturing or product defect. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20045220 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that the pressure rated ext set, IV connector had a loose connection to the terumo infusion set and disconnected "easily" from it. This occurred with 5 different IV sets. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about a connection issue of mz5303. When mz5303 is connected to the terumo's infusion set, they are easily disconnected from each other.".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the pressure rated ext set, IV connector had a loose connection to the terumo infusion set and disconnected "easily" from it. This occurred with 5 different IV sets. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about a connection issue of mz5303. When mz5303 is connected to the terumo's infusion set, they are easily disconnected from each other."